Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. During the investigation it was noted that the hard cannula was dull. The dull needle did not influence the delivering of deliver insulin. Contamination was found on one of the fingers of the commutator cap. No abnormalities were seen in the download data, therefore it could be concluded the found contamination did not influence the delivering of deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn on the abdomen for between 5 and 24 hours. As treatment, the patient bolus with two insulin injections (3 and 4 units).